Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a thyroidectomy procedure, the tissue pad seemed to have flown off the jaw and onto the floor. It was retrieved and is included in the device to be returned. Case completed with another device of the same product code. There were no patient consequences reported. One device will be returned.